Event description:
On (B)(6) 2013, it was reported that the up and down arrow keypad buttons were intermittently unresponsive. It was reported that the keypad was torn near the up and down arrow buttons. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved after troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/24/2014 with the following findings:the keypad was found to be torn. Evaluation revealed that the down keypad button was intermittently responsive. There was evidence of keypad contamination found under the up, down, and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.